Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "stuck letter d key," which was reproduced while trying to program an infusion. During evaluation, the (.), #2, #4, #5, #6, #7, #8, and #9 were all inoperable and a repeated output of the #2 key occured following the selected key's function due to a failing keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had a "stuck letter d key" during preventative maintenance testing. It was also reported there was no patient involvement.